Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed hypoxemia.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed hypoxemia. A 21g flexision needle was used, and the two target nodule were in the left upper lobe apico-posterior segment and right upper lobe apical segment. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.